Manufacturer narrative:
(B)(4). Batch # r92z2m. Investigation summary: the device was received with no apparent damage. Upon inspection under magnification it was observed that a teeth of the upper jaw was bent, this resulted in a short with the electrode and a ¿reposition jaws and reactivate¿ alert screen when the jaws were fully or partially closed. Due to the condition of the device not all functional testing could be performed. The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. No communication issues were observed as reported. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device was not recognized by the handpiece. Problem solved by replacing the device. No patient consequence.